Manufacturer narrative:
Not returned. Pacemaker malfunction requiring explantation of old pacemaker and implantation of new device. The pt had atrial fibrillation with slow ventricular response/asystole, fractured right ventricular permanent pacemaker lead; occluded subclavian vein. The guidant model# 1174 pacemaker generator was explanted and the guidant model# 4269 right ventricular permanent pacemaker lead was freed up. The lead was capped. The lead and pacemaker were replaced successfully. As the lead and pacemaker have not been returned to guidant, we are unable to confirm the allegation. At this time, no additional info is available. If additional info becomes available the event will be reopened.

Event description:
(B)(4).